Event description:
Patient presented to the physician with pain at the ipg site and movement of the ipg in the pocket. Physician brought the patient into the or, moved the ipg into the pocket, and sutured the ipg more securely.